Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrioventricular nodal reentrant tachycardia (avnrt) with a octaray, perseid, 48p, 2-2-2-2-2, d-curve. When the tubing system and the catheter were purged, the doctor prepared to introduce the catheter to the patient. During this moment, the physician noticed that the octaray splines had a bur (small plastic sheet) was protruding from the introducer. The material was transparent, irregular, and slim. The foreign material was removed from the body of the catheter. After verifying that there was no other foreign body, the physician began the mapping. The incident delayed the procedure by approximately 20 minutes. There was no noted resistance when maneuvering the catheter during any portion of this procedure. The procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a atrioventricular nodal reentrant tachycardia (avnrt) with a octaray, perseid, 48p, 2-2-2-2-2, d-curve. When the tubing system and the catheter were purged, the doctor prepared to introduce the catheter to the patient. During this moment, the physician noticed that the octaray splines had a bur (small plastic sheet) was protruding from the introducer. The material was transparent, irregular, and slim. The foreign material was removed from the body of the catheter. After verifying that there was no other foreign body, the physician began the mapping. The incident delayed the procedure by approximately 20 minutes. There was no noted resistance when maneuvering the catheter during any portion of this procedure. The procedure was successfully completed. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no piece of plastic residues in the device. According to the picture provided by the customer, a piece of plastic material was found; however, during the product analysis, no issues with the device were detected. A manufacturing record evaluation was performed for the finished device number lot 31169390l and no internal action related to the complaint was found during the review. Based on the inspection, the foreign material issue reported could not be confirmed during the product investigation since it was not returned for analysis. The instructions for use (IFU) contain the following recommendations: inspect the sterile packaging and catheter prior to use. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-feb-2024, the photo analysis was completed. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a foreign material that appears to be made of plastic was observed on a towel. A manufacturing record evaluation was performed for the finished device number lot 31169390l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).